Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon evaluation of the device, physio observed that it would not complete the boot-up cycle when powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single-board computer (sbc) located on the system pcb assembly.